Manufacturer narrative:
The visual inspection of this device revealed the guide pull wire component was bent. The bend was noticed at approximately 10 centimeters proximal to the white molded handle. The push catheter was bent along its entire working length and the rx window on the push catheter was deformed. The guide catheter usually attached to the guide pull wire was dislodged (broken away) from the entire delivery system. The guide catheter was kinked and stretched. The stent returned with the delivery system was bent along its entire working length and both the distal and proximal ends of the stent were almost flattened. Functional evaluation could not be performed on this device due to the damages. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter detached from the delivery system inside the patient. The guide catheter and the stent were retrieved with a basket device and another device (device name and manufacture are unavailable). No information is available as to how the procedure was complete, however, there were no patient complications.

Manufacturer narrative:
(B) (4) - no code available (therapy/non-surgical treatment, additional). The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a rapid exchange biliary stent system was used during a stenting procedure in the bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, the guide catheter detached from the delivery system inside the patient. The guide catheter and the stent were retrieved with a basket device and another device (device name and manufacture are unavailable). No information is available as to how the procedure was complete, however there were no patient complications.